Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: "date: (B)(6) 2010; inratio: 7.5; lab: 1.1. Nurse called to report several discrepancies in their office. Only able to provide data for one pt. Dr (on coumadin) tested himself and had a 2.81 in the lab and 2.8 on the meter. Reviewed history of the pt with the 7.5 reading. She recently started coumadin and finished her heparin/lovenox bridging about two weeks prior to the test. She had been tested on the meter before getting the discrepant result and was in the normal range (same box of strips). Her hematocrit on the day of the discrepancy was 36%. Pt takes coumadin for a blood clot; also has depression. No other changes in medication or diet. She had some bruising on the day of the test due to multiple venipunctures. No cancer, dialysis, thyroid issues. No medical history provided for other pts.